Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted there was no tissue on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the ra lead dislodged during an left ventricular assist device (lvad) implant p rocedure, and that the ra lead has now been explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that and x-ray showed the patient's right atrial (ra) and left ventricular (lv) leads dislodged. The lv lead was reprogrammed and remains in use while the ra lead was inactivated. No patient complications have been reported as a result of this event.